Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: it was reported that the suture broke when sewing in laparoscopic ovarian. One empty labeled winding former, a needle-suture in two section of product code vcp345, lot ph7866 were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was examined, body fluid were found and one end was cut. In addition, functional test was performed on one of the suture pieces and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Ovary. Procedure date? (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot ph7866, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic ovarian cystectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while sewing the ovary. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.